Manufacturer narrative:
Information references the main component of the system. Other relevant device is: enlw1613c120ee, sn (B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. Mild tortuosity was noted in both the left and right iliac arteries. It was reported that the patient expired approximately seven years and two months post implant. The investigator did not provide device and/or procedure related assessments or cause of death. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.